Event description:
Caller states that the customer had high blood glucose symptoms and tried to test her blood glucose. She reports that the device appeared to have moisture under the screen and when they tried to test with the device, the device would not power on. The paramedics were subsequently called and within 10 minutes received a result (not provided). Customer was treated, but caller is unsure whether for high blood or low blood glucose. Customer remained in the hosp for 7 days and all that is known is that she was treated for a 'diabetic problem'. No strip info was provided, no quality controls were used. No device available for return/evaluation.